Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm, pump error 35 alarm, or verify unresponsive keypad due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated buttons were no longer working it only shows insulin pump error. The customer was not able to successfully clear the alarm. The contacts on battery cap was not damaged. Display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.